Manufacturer narrative:
Communication confirmed that the replaced catheter was discarded and not returned for additional evaluation and investigation. A review of the device history record, which includes verification of all steps in the manufacturing of the us catheter kit, verification of all final testing performed by/on the us catheter kit, and packaging for subject us catheter kit was performed. The review did not identify any non-conformances, issues or capas associated with us catheter kit function. As device was not returned, additional investigation was not able to be performed to determine the root cause of the alleged issue. Per the instructions for use of the device, catheter tears and breaks are known possible risks of use of the device. Also, per the instructions for use of the device, seroma is a known possible risk of use of the device. It is possible that the damaged catheter could have been the cause of the seroma. Internal complaint number: (B)(4).

Manufacturer narrative:
Pending device return for analysis and review of device history record. Internal complaint number: (B)(4).

Event description:
Clinical specialist (cs) reported a catheter replacement due to a cut in the catheter. Cs stated that the patient had fluid build-up in the pump pocket. During the catheter replacement surgery, the cut was found. Cs reported that they are unaware if a dye study was performed or if the patient had any symptoms.